Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During an interrogation of the subject kora 250 dr pacemaker s/n (B)(4) on (B)(6) 2021, the physician observed oversensing in both the atrial and ventricular channels, as stored in recorded iegms. This pacemaker and associated vega leads s/n (B)(4) were implanted on (B)(6) 2018. The pacing system remains implanted, as determination of next steps are pending. The preliminary analysis of the available programmer files confirmed the reported noise with non-physiological electrical signals in both channels. The origin of these non-physiological signals in both channels with reverted polarity could be located at the lead(s) level, connection level or device level. Considering the implant duration a connection issue is unlikely. A pacemaker issue may also be considered unlikely considering the intermittency of the issue. The characteristics of the reported issue suggest that the cause is more likely attributable to a lead issue in both channels, such as may occur through subclavian crush syndrome.

Event description:
During an interrogation of the subject kora 250 dr pacemaker (s/n (B)(6)) on 23 june 2021, the physician observed oversensing in both the atrial and ventricular channels, as stored in recorded iegms. This pacemaker and associated vega leads (s/n (B)(6) and s/n (B)(6)) were implanted on (B)(6) 2018. The pacing system remains implanted, as determination of next steps are pending.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached investigation report.